Event description:
It was reported that during the implant procedure, the pacemaker was found in backup operation. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Device complaint of pacemaker in backup mode was confirmed. Analysis on the device image indicated the cause of backup consistent with an anomalous integrated circuit (ic) on the hybrid. No other anomalies were found.